Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, it was observed that the battery compartment had two cracks. Unrelated to this issue, it was observed that the bolus button cover was missing therefore the investigation was unable to test it and the pump casing cracked between the case seal and the keypad cover. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.